Manufacturer narrative:
(B)(4). Model # 2900 - this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was returned to edwards. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that this 25mm valve was explanted from a (B)(6)-y-o patient after an implant duration of four (4) years due to calcification and pannus. A non-edwards mechanical valve was implanted in replacement.

Manufacturer narrative:
Evaluation summary: customer report of calcification and pannus was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Leaflet 1 had a 5mm tear at commissure 1 and a 5mm tear at the cusp area near commissure 1. Leaflet 2 had a 2.5mm non-transmural leaflet damage at the free margin. Leaflet 3 had a 4mm tear at commissure 1 and a perforation near commissure 3. The perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. Calcification was evident at the tears. Wireform was exposed on commissure 1 and on the inflow aspect near leaflet 3. Sewing ring was cut around the valve. Sutures remained on the sewing ring near leaflet 1 and commissure 3. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Event description:
Edwards received notification that this 25mm valve was explanted from a (B)(6) y-o patient after an implant duration of four (4) years due to calcification and pannus leading to stenosis. A mechanical valve was implanted in replacement. The patient was doing well after the surgery. As per medical opinion, patient´s high bmi (38) could have contributed to this early explant.